Manufacturer narrative:
The device was returned for analysis. The mechanical jam was confirmed based on the confirmed deformation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulties cannot be determined. In this case, it is possible the guide tube bent during insertion causing the difficulty in deploying the plunger; however, this cannot be confirmed. The handling of the device with the exposed needle likely caused the physician injury. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during deployment of the prostyle device, step 2 could not be completed due to resistance. While removing the prostyle device from the patient, the needle was noted to be bent outward and stuck the physician. Bloodwork was performed on the physician, but results were not provided. No additional information was provided.